Event description:
International customer reported that a pt underwent an anastomosis of the iliac artery. The pt was released from the hospital approx ten days following the procedure. The pt was found dead in a lavatory of the train he was present on reportedly going home. The initial report indicates that the suture broke.

Manufacturer narrative:
Conclusion: a review of the batch manufacturing records was conducted. This review did not identify any non-conformances and the batch met all finished goods release criteria. No conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.